Manufacturer narrative:
Results of investigation: the uut log file was reviewed and was found to contain the entries consistent with the complaint. Prior investigations have found failing (corrupted) cold fire board (p/n 300.927.000) and/or failing (corrupted) msata ssd will result in user interface error. These components would be replaced as part of the main electronics board assembly.

Event description:
It was reported that a user interface error occurred. No patient involvement was reported.

Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.